Event description:
It was reported that the hcp placed the lead into the epidural space at c-2. The lead was tested and had great coverage. When the hcp tried to pull out the blue/green stylet, he could not. He had to pull the entire lead out of the epidural space. Even after he was able to pull lead out he had a very difficult time removing the stylet from the lead. The hcp stated that he did not bend the stylet. A new lead was implanted with great coverage, and the stylet was removed.

Manufacturer narrative:
(B)(4).